Event description:
On (B)(6) 2024 both the beta bionic clinical diabetes specialist (cds) and the daughter of an ilet user reported that the user was admitted to the hospital (on (B)(6) 2024) with a high blood glucose (bg) of over 600 mg/dl. The user called their healthcare provider on (B)(6)2023 regarding his high bg. The hcp instructed them to go to the hospital due to concern for diabetic ketoacidosis. It is unknown whether dka was confirmed. The user was treated with insulin and discharged once their bg was back in range. The user was disconnected from the ilet while in the hospital and remained off the device as instructed by hcp. The cds spoke with the daughter at 1:30pm on (B)(6), she confirmed she was at the hospital with the user and that the infusion site cannula was indeed bent. They were using the convatec inset (23", 6mm) infusion set. A beta bionics clinical diabetes specialist (cds) confirmed that the user was trained by a certified ilet trainer (cit) on (B)(6) 2024. The user's daughter helps manages their care as they are elderly and has severe parkinson's. The cit had multiple contacts with the daughter and ilet user post training as well. The cit reported reviewing key safety points several times including emphasizing the ketone action plan, how to troubleshoot infusion sets, and to contact beta bionics customer care for immediate assistance. The cit expressed concern to the cds that the user is not an appropriate candidate for an insulin pump, as he struggled with memory issues, has severe parkinson's disease and the family is not showing full comprehension of safe management.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Device volume was set to "high" on (B)(6) 2024, and all cgm alerts were on and except for the "cgm high" which was turned off on (B)(6) 2024. The other cgm alerts had not changed from the factory defaults (all on) body weight was not changed after initial setup on (B)(6) 2024. Data for the described event date of (B)(6) 2024 was reviewed. Prior to the event date, the last infusion set change operation was on (B)(6) 2024 at 10:47pm, while the last cartridge change was on (B)(6) 2024 at 12:12am. No instances of bg-run mode were logged prior to or during the event date. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. Review of the ilet report shows a long period of hyperglycemic starting on (B)(6) 2024 when their cgm glucose rises above 180 mg/dl at 8:13am, the cgm glucose continues to rise, reaching > 300 mg/dl by 10:23am. The cgm glucose trends above 400 mg/dl the high to mid-300s for most of the day despite insulin dosing logged including 2 meal announcements ("usual sized breakfast and "usual" sized lunch). At 8:08pm a "usual" sized dinner is announced and shortly after, the cgm glucose then trends back up above 400 mg/dl by 8:43pm. The cgm glucose remains above 400 mg/dl into (B)(6) 2024 before trending back down by 12:33am, shortly after the insulin cartridge was replaced. The cgm glucose remains elevated ranging between 370 mg/dl and 270 mg/dl for most of the morning on (B)(6) 2024. A "usual" sized breakfast is announced at 9:33am and the cgm glucose trends back up above 400 mg/dl by 10:03am and remains above 400 mg/dl 3 hours before it starts to decrease. (The user was in the hospital by this time per cds notes). Based on the engineering logs, the device is not malfunctioning. The ilet was seen making insulin requests regularly (every 5-15 minutes) in response to users elevated cgm glucose readings and meal announcements throughout the period of hyperglycemia on (B)(6) 2024 and into (B)(6) 2024. Low and empty insulin alerts were appropriately triggered. The high glucose alert was not triggered as this alert was toggled off prior to the event date. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the review of the case notes, the ilet report and the device logs, the ilet was functioning as intended. The assignable causes to this event include an infusion site failure as evidenced by the confirmed report of the bent cannula as well as failure to follow the device training for the management of hyperglycemia including the changing out the infusion site and the ketone action plan. Additionally, the "cgm high" alert being turned off also contributed to the event as it would have notified the user appropriately. The user and his daughter received all the required training by cit and had multiple points of contact after training reinforcing safety and proper use of the device. The cds communicated concerns to the hcp and the user was instructed stay off the ilet until they can meet in person to discuss next steps.